Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump volume or vibration was too low and that the pump was intermittently not vibrating for alerts/alarms. Reportedly, the customer continued to use the pump for insulin therapy. Customer experienced a low blood glucose (bg) level of 43 mg/dl resulting in the customer falling and seizing; cause of low bg was not known. Customer required assistance to consume carbohydrates and administer glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.